Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of discoloration and deformation in the catheter was confirmed, and is determined to be use-related. The device returned was a 19 cm hemostar straight dialysis catheter. Visual observation found the device in three pieces, all of which appeared to fit together such that no piece was missing. The extension leg tubing and the most distal part of the catheter, prior to the 2-cm mark and the cuff, was found to be discolored a yellowish color. The hub and printed components of the clamps were also discolored, but not the main clamp components. The printing on the side of the extension and one side of the venous clamp was partially gone. The distal-most part of the arterial extension leg was most severely discolored, at which point a very noticeable bulge was noted in the tubing. A smaller bulge was also noted at the distal-most point of the venous extension leg. Functional testing found ballooning could be observed at the bulge in the arterial extension leg during infusion. The discoloration/cloudiness and bulging is evidence of degradation of extension leg material, and appears to be due to use conditions. The loss of some of the catheter printing may also be due to excessive solvent contact. Degradation such as this could lead to events as serious as device failure (see IFU), including extension leg burst or split, risking loss of blood, air embolism, etc. That the discoloration was located adjacent and distal to the hub suggests the possibility that maintenance/cleaning chemicals may have accumulated around/under the hub and allowed to remain without completely drying. The IFU warns of several of these and that certain chemicals may cause failure of the device. It also describes the recommended dressing technique for this device: ¿alcohol or alcohol-containing antiseptics (such as chlorhexidine) may be used to clean the catheter/skin site; however, care should be taken to avoid prolonged or excessive contact with the solutions(s).¿ ¿1. Povidone iodine, dilute aqueous sodium hypochlorite solution, chlorhexidine gluconate 4%, or chlorhexidine gluconate 2% solution are the suggested antiseptics to use. Warning: acetone and peg-containing ointments can cause failure of this device and should not be used with polyurethane catheters. Chlorhexidine patches or bacitracin zinc ointments (e.g., polysporin* ointment) are the preferred alternative. 2. The care and maintenance of the catheter requires well trained, skilled personnel following a detailed protocol. The protocol should include a directive that the catheter is not to be used for any purpose other than the prescribed therapy. ¿ 5. Clean the exit site with an antimicrobial solution following your institution¿s protocol. Clean from the catheter working outward in a circular motion. 6. Dress the catheter as described above under ¿d (common steps).¿ see nursing guide for more details.¿ no further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of reaq2022 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the doctor that the patient accepted the operation on (B)(6), followed by normal care 1-2 times every week with iodophor disinfection. It was found that discoloration occurred at the connection of the catheter during late care on (B)(6), with obvious deformation. On (B)(6) 2017 - returned sample has a catheter aneurysm, which was discovered during engineer's evaluation on (B)(6) 2017.